Manufacturer narrative:
(B)(4). Device evaluation: the device was returned to baxter for evaluation. A visual examination was performed. Device evaluation confirmed the reported condition of a ruptured reservoir. The device is a single use device and was discarded. The root cause investigation is currently being performed under CAPA # (B)(4). Batch review determined that a nonconformance report was documented for this lot, but the issue in the nonconformance report is not foreseeable to contribute to the reported / confirmed problem. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
The facility representative reported that the reservoir of a ce intermate lv167 ruptured before use. The device had been filled with a solution of 750 milligrams vancomycin in 167 milliliters normal saline when the reservoir ruptured. No patient injury or medical intervention was reported. No additional information is available.

Event description:
Device 2 of 2. Please see MFR report #1627487-2010-02580 for device 1. On (B)(6) 2010, the pt was implanted with an scs system. After the implant, the pt was moved to the recovery room and could initially move and feel his legs and feet. About 20 mins into recovery, the pt lost feeling in both legs and feet. The ipg and lead were removed and the pt was transferred to the hospital for overnight observation. The following day, the pt regained all feeling and movement in both legs and feet and was being discharged from the hospital. On (B)(6) 2010 the doctor told the clinical specialist that the pt had developed a small hematoma, which was subsequently removed. On (B)(6) 2010, the pt was reimplanted and the pt is doing fine.